Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-21320. The patient received three scs leads, two of which have the same lot number. It was reported the sjm representative was unable to achieve effective foot stimulation during the programming session. X-rays showed both leads had migrated. Subsequently, the patient was scheduled for another programming session in two weeks which resulted in effective programming. It was reported the patient still has positional stimulation which the physician attributed to migration. According to the physician, the patient is still healing and the issue will resolve after healing.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.